Manufacturer narrative:
Additional serial numbers included in this report:(B)(6). 14 of 17 devices were returned for evaluation. 3 devices will not be returned for evaluation.evaluation of one device found it to be within specification.evaluation of one device found excessive wear due to a lack of proper maintenance. The device did not heat up during evaluation. The device was repaired and returned to the customer.evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer.evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer.evaluation of six devices found excessive wear due to a lack of proper maintenance. The devices did heat up during evaluation. The devices were repaired and returned to the customers.evaluation of two devices found excessive wear due to a lack of proper maintenance. These devices had a deformation issue (dent). The devices did heat up during evaluation. The devices were repaired and returned to the customers.evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did heat up during evaluation. The device was repaired and returned to the customer.evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer.

Event description:
This report summarizes 17 malfunction events where midwest® t1 energo 1:5 l handpieces overheated. 15 events resulted in no injury. 2 events resulted in the patient being slightly burned with no intervention.